Event description:
Adverse event(s): "red" (red eye(s)); "irritation" (irritation); "infection" (infection). Product problem(s): "none reported" (no information). A consumer reported that she experienced an infection following use of this bottle product. She explained that her eyes did not feel uncomfortable while wearing her lenses, but after she removed them, her eyes became very red and irritated. She spoke with her doctor and explained her symptoms and he treated her for pink eye. She was prescribed ophthalmic antibacterial eye drops for one week and discontinued contact lens wear. She stated that after five days, she started with a new pair of contact lenses but used the same bottle of solution and experienced those same symptoms. She will f/u with her doctor.

Manufacturer narrative:
Evaluation summary: the complaint device was not rec'd for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested by mail on 07/29/2010 and 08/23/2010 and by phone on 08/18/2010 and 08/23/2010. A completed questionnaire has not been rec'd. (B)(4).